Event description:
It was reported the procedure was to treat a mildly tortuous, heavily calcified 90% stenosed mid left anterior descending. During pre-dilatation with a 3.0 x15 mm nc trek, the balloon ruptured on the first inflation at 16 atmospheres, for 20 seconds. A non-abbott balloon was used for pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.